Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose and reservoir lip ring was damaged. The customer¿s blood glucose level was 400 mg/dl. The customer treated high blood glucose with insulin pump. The infusion set cannula was bent. The customer did not provide information about symptoms. The customer declined troubleshooting for high blood glucose value and bent cannula. The insulin pump will not be returned for analysis.